Event description:
It was reported that this patient with an implantable cardiac resynchronization therapy defibrillator (crt-d) recently received three inappropriate shocks due to rapidly conducted atrial fibrillation (af). Following the inappropriate therapy, the patient called the clinic three times to report further shocks. However, upon a data review, the physician confirmed that no further inappropriate therapy or episodes had been stored since the initial inappropriate shocks. The physician will likely refer the patient for a psychological assessment, as they had experienced a large amount of anxiety since the inappropriate therapy. Additionally, an ablation procedure is being considered to better manage the patient's af. At this time, this crt-d remains implanted and in-service. No additional adverse patient effects were reported.